Event description:
Telemetry confirmed a critical alarm was occurring. The alarm was due to motor stall; stall was constant. The pump logs show stall occurred on (B)(6) 2012 at 12:08 and the patient heard the alarm. The following day the pump was interrogated twice with logs and no recovery was noted in the logs. The patient experienced more pain, sweating, anxiety, shaking. It was reported that the patient did have some oral medication for pain. The pump contained fentanyl and tetracaine. Additional information has been requested; a follow-up report will be sent if information becomes available to us.

Event description:
Additional information was received. It was reported that the cause of the stall was still unknown. The pump was turned to minimum rate and was replaced.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2009, explanted: unknown. (B)(4).